Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. G4: premarket / 510(k) #: k213593.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion. During the procedure, as the ivus catheter was being introduced into the body, it became tangled with the guidewire. Removal of the catheter and guidewire was difficult. The procedure completed using an alternate method. There were no patient complications.